Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited left ventricular (lv) impedance measurements of greater than 2000 ohms. A chest x-ray was performed which showed the lv lead was in a stable position. The device was reprogrammed to a pacing vector which had normal impedance measurements. No interventions were planned. No adverse patient effects were reported. The device remains in service.